Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirms the reported event of tip breakage. A complaint database search on the provided product code identified similar events evaluated by commercialized product development which found misuse and heavy usage as the root causes. The root causes of the failure is determined misuse and/or heavy usage based on previous similar reports. Based on the root cause of misuse and heavy usage, corrective action is not needed at this time. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Instrument damage was noticed when returned to warehouse.